Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer's blood glucose was 81 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the current test, unexpected restart test or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the motor position encoder error alarm due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.